Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in resetting the pump. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.